Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient had a message on his monitor that "the device has a problem." The patient then reported that his monitor was displaying code 204 - belt/monitor unusable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been returned for evaluation. The reported problem (code 204 - belt/monitor unusable) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the electrode belt and completion of the device evaluation. No adverse event resulted as a result of the reportedly defective electrode belt. The patient was issued a replacement electrode belt.